Event description:
During a reoperating for an anastomotic leak, another stapler was used and the device did not fire staples in the posterior side of the anastomosis and another stapler was used to complete the procedure. At the end the pt had a very small pouch and surgeon was about to do an esophegojejonostomy. There was no adverse pt consequence.